Event description:
The customer contacted beckman coulter inc (bec) to report fluid drip from probe wash of the act 5diff analyzer. The tubing on the rinse filter of the act 5diff analyzer was disconnected. The customer reconnected the tubing but the sample probe was bent in the process. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid. Medical attention was not sought and no exposure (including splash or spray) to mucous membranes or open wounds was reported. No death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to sample results as a result of this event. On the date of the event, a bec field service engineer (fse) confirmed that the sample probe was bent. Fse replaced the sampling probe. There was no evidence of further leaking. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak was caused by the disconnected tubing on the rinse filter.

Manufacturer narrative:
(B)(4).